Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) australia. Revision surgeon: (B)(6) australia. (B)(4).

Event description:
It was reported to boston scientific corporation that a device was implanted during sacrocolpopexy, laparoscopic, laparoscopic adhesiolysis, cystoscopy procedures performed on (B)(6) 2014, for treatment of vault prolapse. There were no patient complications during the implant procedure. Operative findings were multiple bowel adhesions, white peritoneal fluid noted, and no bladder defect. On (B)(6) 2017, the patient had laparoscopic adhesiolysis, examination under anesthesia, operative laparoscopy and cystoscopy procedures for treatment of abdominal and pelvic adhesions. Proximal 2 cm of the anterior vaginal wall from vault vaginal wall thickened and the physician was able to palpate mesh, however no mesh erosion or exposure was present. Abdominal and pelvic adhesions were noted involving right and left iliac fossa and abdominal walls and pelvis involving both omentum and small bowel. A white cream-colored fluid was noted pooling in the right iliac fossa. There was a white discoloration of the peritoneum overlying the mid portion of the mesh and posterior vaginal peritoneum, some of which could be wiped off. The physician was uncertain if the fluid was representative of mesh infections or part of lymphoma or post-op process fluid. There was no fluid evidence of any associated collections or abscess. The mid-portion of mesh excised after dissecting off overlying peritoneum, further dissection of mesh to vaginal vault, mesh overlying vagina was not dissected, 3 cm of mesh form sacral promontory was not removed. As reported by the patient's attorney, the patient experienced an unspecified injury.